Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged, the lead was explanted and replaced. The patient was in good condition before and post surgery.